Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests done prior to call of 180 and 435 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 240 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 234 mg/dl using truemetrix meter and 198 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 180mg/dl (B)(6) 2017 03:52 pm fasting: yes, 435mg/dl (B)(6) 2017 03:51 pm fasting: yes, 73mg/dl (B)(6) 2017 02:32 pm fasting: yes, 149mg/dl (B)(6) 2017 12:56 pm fasting: yes, 162mg/dl (B)(6) 2017 10:19 pm fasting: yes. Memory concerns:180 and 435mg/dl.